Event description:
It was reported that bd ultra-fine¿ pen needles clog. This occurred several time, however, no patient impact reported. The following information was provided by the initial reporter: patient complained that every second needle was not working and was clogged.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd ultra-fine¿ pen needles clog. This occurred several time, however, no patient impact reported. The following information was provided by the initial reporter: patient complained that every second needle was not working and was clogged.

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot.